Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, a scalpel piece from ethicon endo-surgery harmonic ace broke off inside the patient and was retrieved by the surgeon. There were no patient consequences reported.